Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. There was no adverse impact on customer's blood glucose level. The customer did not have a back-up insulin therapy, and declined follow-up for tandem technical support to ensure a back-up therapy method was obtained.